Event description:
The endoscopic ultrasound endoscope was used in a very angulated position. G31520 was advanced down the working channel of the ultrasound scope. The needle of g31520 was bent during use. G31520 was removed from the endoscope and straightened by the endoscopist. G31520 was then advanced back down the working channel of the endoscope and the user punctured the stomach wall with the advanced needle. The user noticed that part of the needle broke off and remained in the stomach wall. A snare was used to successfully and safely remove the needle left in the stomach wall. Response from obex-I have had confirmation that the bend was in the distal part of the needle.

Manufacturer narrative:
PMA/510(k)#: k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental correction report is being submitted following the additional information received on 28-feb-2025 to update description of event and patient outcome. The endoscopic ultrasound endoscope was used in a very angulated position. G31520 was advanced down the working channel of the ultrasound scope. The needle of g31520 was bent during use. G31520 was removed from the endoscope and straightened by the endoscopist. G31520 was then advanced back down the working channel of the endoscope and the user punctured the stomach wall with the advanced needle. The user noticed that part of the needle broke off and remained in the stomach wall. A snare was used to successfully and safely remove the needle left in the stomach wall. Part of the needle of g31520 broke off and remained in stomach wall. A snare was used to remove this part of the needle from the stomach wall. This occurred during the same procedure.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental correction report is being submitted following the additional information received on 14-jan-2025 for the confirmation of the lot number.

Manufacturer narrative:
E1, f5 - phone number: (B)(6). Device evaluation: 1 unit of lot c2167673 of echo-19 was returned evaluation opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 15 jan 2025. On evaluation of the devices the following observations were made: visual inspection: distal end of needle returned separately to device. Broken part of the needle length is approx. 2cm. Stylet observed with no damage. Functional inspection: sheath extender able to advance and retract without issue. Needle handle able to advance and retract without issue. Stylet removed from device without issue. Needle removed from device and no issue observed. Manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2167673 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the warnings section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined, as no additional information was provided. However, a possible root cause for the distal needle break may be attributed to a distal needle kink that occurred as a result of advancing the device through the scope in a highly angulated position. The kinked needle was then manually straightened and re-advanced through the stomach to perform a puncture. This manual straightening likely weakened the needle, leading to breakage and a fragment becoming lodged in the stomach wall, which subsequently required retrieval. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: confirmed quantity of 1 device, confirmed used. According to the initial reporter, part of the needle broke off and remained in stomach wall. A snare was used to remove the needle from the stomach wall. This occurred during the same procedure. Investigation findings conclude that a definitive root cause for the customer complaint could not be determined, as no additional information was provided. However, a possible root cause for the distal needle break may be attributed to a distal needle kink that occurred as a result of advancing the device through the scope in a highly angulated position. The kinked needle was then manually straightened and re-advanced through the stomach to perform a puncture. This manual straightening likely weakened the needle, leading to breakage and a fragment becoming lodged in the stomach wall, which subsequently required retrieval. Complaint is confirmed based on visual and/or functional inspection.

Event description:
A supplemental report is being submitted due to completion of the investigation on 15-aug-2025.